Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that was not draining well or aspirating while foley catheter balloon was up and patient was concerned per that issue.

Event description:
It was reported that was not draining well or aspirating while foley catheter balloon was up and patient was concerned per that issue. Per additional information received on 04sep2025, customer highlighted the seriousness of the issue, noting that balloon inflation during foley catheter placement post-radical prostatectomy can obstruct urine outflow, affecting multiple patients. Customer also stated that ER visits and catheter replacements due to malfunction qualify as injuries.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation: received 1 foley catheter. Verified material number 33618 and manufacturing lot number ngjz0912. Visual inspection noted that the balloon was inflated upon return. Solution was removed from catheter. The catheter was inflated with 10ml of mbs. Catheter can be inflated and deflated without difficulties. Water was introduced into inflation lumen and no blockage or obstruction was observed. Water was able to flow through the inflation lumen and out to the drainage eye without difficulties. The reported event is unconfirmed therefore a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.